Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient felt a 'pop' in her back and now she is getting shocks all over her body. Caller states nothing prompted this--she was letting the dog out when it occurred. Patient tried turning stim down. Patient was advised to turn ins off and setting up a time to be evaluated at hcp's office. Caller turned stim off while on phone. No further complications were reported/anticipated.